Event description:
It was reported that the patient had a trial and during post operative care and programming, patient was uncomfortable stating that her back felt like it was in a muscle spasm. The physician examined the patient and decided to pull out the retrograde lead. The pain the patient was experiencing immediately went away. The explanted trial lead will not be returned as it was discarded by the medical facility.